Manufacturer narrative:
Section a: patient weight was not provided by the site. Continuation of d10: product ID: 9735788, lot no unknown; product ID: 9735771, lot no unknown h3, h6: the system was serviced in the field. The batteries and uninterruptible power supply (ups) were removed and replaced. B01, c02, are applicable. H3, h6: product 9735788 was received for analysis. The uninterruptible power supply (ups) was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before ups shut down as programmed. B01, c19, and d14 are applicable. H3, h6: product 9735771 was received for analysis. The battery was tested (26.13v) with a known good ups for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before ups shut down as programed. B01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The procedure was a l4-5 posterior spinal fusion. There was no delay in surgery. There was no impact on patient outcome. The event occurred intra-operatively. After installing the replacement camera cart battery and uninterruptible power supply (ups), and leaving the system to charge, the clinical consultant (cc) attempted to turn on the system from the main cart and the camera cart did not boot up. No lights could be seen on the camera cart power button, camera lights were off, and the monitor was off. The main cart powered up as expected. Self test showed connection with camera cart ups lost, connection with main cart ups established. Cc shut off system and performed ups discharge, then attempted to turn on the system from the camera cart. System booted as expected, and has been powered on for > 20 minutes without issue. Additional suggested troubleshooting was to perform multiple power cycles with at least 3 minutes in between turning the system off and back on, attempt to turn system on from the main cart and then from the camera cart, and re-seat the cart-to-cart cable.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used in an unknown procedure. It was reported that the camera cart shut off by itself during a case. A medtronic representative (rep 1) was present during the case. The account had extremely poor service, so another medtronic representative (rep 2) was calling technical services (ts) on the rep 1's behalf since he couldn't make a phone call from where he was. The two medtronic representatives were communicating via text messaging. Rep 2 said that the camera cart would not power on after it shut itself down. Rep 2 said that rep 1 had wiggled the interconnect cable, and tried to turn on the system again, but with no avail. A patient was present. Troubleshooting information was provided. During the call with rep 2, rep 1 said he disconnected the interconnect cable and swapped the ends, swapping the camera end with the main and the main with the camera. After doing this, he said that the camera cart turned on. Swapping the cable, however, should not have made a difference, since the cable connections were identical on both ends. The probable cause was suspected to be a potential camera cart battery issue where the battery overheated, causing the ups to remain shut off even when the user attempted to power on the system.